Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was not evaluated the device despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted and followup MDR will be reopen.

Event description:
N/a.